Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, during stapling, the device was not able to be fired. They used another stapler to complete the case. There was no patient injury.